Event description:
It was reported that the needle detached from the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter: "the needle is separated from the needle body."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24ga bd insyte autoguard IV catheter unit that is in two portions and is without packaging. Portion 1 is the protective needle cover with the catheter/adapter assembly inside. Portion 2 is the needle assembly that is fully retracted within the safety shield (barrel). The photograph displayed the adapter lodged in a needle cover and a retracted unit. Through the inspection, the catheter adapter assembly is incorrectly oriented and lodged within the needle cover. No anomalies or damage were observed to the adapter. Misorientation of the needle cover may occur during the load needle cover stage of assembly if the needle cover is put on in the wrong orientation or the catheter is oriented wrong on the needle. It can also occur during use if the needle is put back into the cover for any reason. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that the needle detached from the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter: "the needle is separated from the needle body".